Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) stated they got the message to connect and connected to the machine. The hp stated when he pressed go the machine went back to the message connect yourself. The baxter technical service representative (tsr) had the hp check the patient line to see if there was air in the line. The hp stated they saw air in the patient line. The tsr advised the hp that the patient line was not properly primed and the hp needed to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the system 2240 alarm was determined to be an incomplete prime. "The homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide also provides step-by-step instructions for properly re-priming the patient line. Should additional relevant information become available, a follow-up medwatch will be submitted.